Event description:
It was reported that the bed had a bent bed frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up with be needed once unit is evaluated.